Event description:
Report of air in the IV tubing distal to the filter rec'd. A pt was ordered to receive tpn at a rate of 62 cc/hr infused via port-a cath and amibosome at a rate of 70 cc/hr (over 2 hours) infused via broviac catheter. The customer reported that starting on 8/11/2000, for three days in a row, after the home health nurse started the infusion, air was observed coming out of the distal end of the filter. The nurse stated that she primes the tubing correctly and rechecks the line for any air, but air is noted in the tubing a few minutes after the infusion begins. The infusion is stopped and disconnected from the pt, then the air is cleared manually through the tubing and reconnected to the pt. After the nurse clears the air, no further air accumulates in the filter. No pt harm has been reported.